Event description:
Pt was having a mediport inserted by md. When guidewire was pulled out of introducer (while in pt vein), the guidewire shredded into strands. Appeared intact upon removal. Fluoroscopy of chest was used in case. Md aware of wire shredding and no retained objects were seen in pt chest during case.